Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a stenting procedure in the pancreatic duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the stent in the pancreatic duct, it was noticed that the stent was deformed. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a stenting procedure in the pancreatic duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the stent in the pancreatic duct, it was noticed that the stent was deformed. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device found that the advanix pancreatic delivery system has no visual defects, the returned device looks under good conditions without evidence of damages. The returned product was specifically inspected for kinked, detached or deformed sections and no defects of these were detected. A functional inspection performed and no resistance was felt and no issues were detected. Based on product analysis, it was revealed that the delivery system of an advanix pancreatic stent had no visual defects noted. The returned device looks under good conditions without evidence of damages. The returned product was specifically inspected for kinked, detached or deformed sections and no defects of these were detected; moreover, the guide catheter was fully retracted; no resistance was felt and no issues were detected. Additionally, the stent involved within the event was not present and was not returned for inspection, so no product analysis to this component could be performed. Therefore, no problem detected is selected as the most probable root cause for the complaint. DHR review was performed and no anomalies were observed.